Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable laser fiber was used in a flexible ureterorenoscopy procedure in the ureter performed on (B)(6), 2021. During the procedure, the laser fiber was broken. Several points of light were noted from the laser fiber body. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results the returned lighttrail reusable laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in two pieces. The laser fiber was fractured in two pieces along the fiber body. The first piece measured 162.2 cm and the second piece measured 147.1 cm. The exposed glass tip was degraded down to the fiber jacket. A functional evaluation revealed that the light from the sma connector was bright and round indicating no fracture within the sma connector. The fiber was used once and no other problems with the device were noted. The reported event of the lighttrail reusable laser fiber break was confirmed. It is likely that procedural handling of the fiber during setup or use contributed to the fiber body fracture, resulting in the reported event. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in a flexible ureterorreno procedure in the ureter performed on (B)(6) 2021. During the procedure, the laser fiber was broken. Several points of light were noted from the laser fiber body. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.